Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a right inguinal hernia repair where the device was implanted, upon discharge, the patient complained of severe pain, burning sensation, deep groin pain, discomfort, and delayed voiding. A week after the procedure, the patient met with the physician and was told that all looked fine. Two weeks later, the patient was evaluated by another physician and was told that the mesh have migrated and that a scar tissue formation could be felt.